Event description:
It was reported that during a low anterior colon resection procedure, there was an issue with incomplete staple line. Sutures were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/07/2007.